Event description:
A non-health care professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced starburst and halos. Clinical reason being mentioned as patient dissatisfaction. The iol was explanted. Additional information was requested, but no further information was available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).